Manufacturer narrative:
The instrument was returned, no information was provided. The instrument was received and evaluated. Engineering placed the instrument on an in-house system for testing and the instrument failed recognition. The instrument information system found the dallas chip was not detected nor functioned, causing the failure. The instrument failed electrical continuity testing. Engineering also found the distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
The pk dissecting forceps instrument was returned, no further information was provided. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.